Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies had failed in an erratic and random manner, specifically affecting auxiliary drawer 2_2. A field service engineer observed that some cubies would clear, but others would reappear as failed. The engineer inspected the entire drawer by ejecting each cubie and verifying that no foil was present underneath the prongs. Foil was found in all row board connectors, which appeared tight. The engineer also inspected the connections on the drawer controllers at the back, removed and reattached all connections, yet the erratic behavior persisted despite all light emitting diodes statuses appearing appropriate. As a corrective action, the drawer module controller and drawer controller were replaced, since both were original components and the drawer controller was an older version. After replacement, the drawer was thoroughly tested and found to be functioning as expected. Several cubies had to be reloaded, but they were subsequently recognized correctly by the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 was unable to open despite a restart of the machine, and the drawer could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.